Event description:
This case reported by a health care professional, concerns a (B)(6) male patient with a history of chronic graft versus host disease (gvhd) affecting the eyes, skin and mucosa. On (B)(6) 2006, during an extracorporeal photopheresis (ecp) treatment and at the end of drawing in cycle 1, the operator noticed noise coming from the centrifuge bow (size 125cc). The operator then powered of the analyzer and removed the centrifuge bowl, and noted that the bottom part of the bowl was open and detached up to two thirds from the bottom edge. The operator re-infused the blood remaining in the plasma bag and as such the patient suffered minimal blood loss and subsequently remained stable. The treatment schedule for this patient was one treatment every 20 days, and the patient had previously undergone 3 years of ecp treatments. The blood alarm was not triggered. A few drops of blood were noted around the xts instrument. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Device was not returned for evaluation. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.